Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The initial reporter states that the stylet/guidewire was too rigid/stiff and resulted in punctured lungs. The initial reporter mentioned possible moralities however we have not received definitive information despite numerous communications to the customer.